Event description:
It was reported that a clearlink system non-dehp solution set leaked at the bottom of the drip chamber. The set had been used with ID (intradermal) sacatuzumab. This issue was observed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and reported condition could not be observed in the photograph. Based on the nature of the sample, no testing could be performed, and the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.